Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s eye. During the procedure the customer observed the haptics were stuck together which they described as ¿kissing haptics¿. Two instruments were required to release the haptics. This action took some time. Despite this, the surgeon was able to complete the case without further complications. All the steps for prepping the iols were completed. No further information is available.